Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the high pressure and self tests. It was also stated that the cannula may have been bent when removing the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.